Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found the device was received in "medium conditions", tears and wears on the device. The device was unpacked, the tank was filled with water and a disposable was attached. The start button was pressed, and the device was fully functional. The device was let to run about 4 hours, in this time no error or failure had occurred, and the device was the entire time fully functional. In the end the tank cover, gasket and o-rings were replaced. After calibration the temp was also stable and in the range. The complaint was unable to be duplicated or confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device didn't work. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, in information has been provided to date. G5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.